Event description:
Olympus (osh) was informed that the asset / loaner high-definition liquid crystal display monitor was returned for repair for a reported ¿cannot start-up and there¿s interior looseness¿ found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
The service evaluation confirmed the reported issue as the device does not power-up / no image due to a defective (qb) printed circuit board. However, the ¿interior looseness¿ could not be confirmed. Additionally, there are bright spots in the lower right quadrant of the scree due to poor (lcd) liquid crystal display screen, the front frame was scratched, the back plate is cracked and nicked. The asset has not been repaired in the past year. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was also found that the serial digital interface (sdi) had no signal output due to a defective printed circuit board. However, the definitive root cause of the printed circuit board failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Event description:
The customer confirmed the event occurred during preparation for use and they stopped using it.